Manufacturer narrative:
The device has not been returned to the manufacturer, therefore, resmed is unable to determine if a device fault contributed to the incident. Resmed is in communication with the reporter to obtain additional information regarding the event details and requested the unit be returned so that an extensive engineering investigation can be performed. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that a narval cc mandibular repositioning device fractured a patient's lower anterior tooth.